Event description:
Pt. Presented as outpatient for robotic inguinal hernia repair. In settling up for case nurse met resistance when opening raytec 4x4 sponge from packaging. Raytec part of sponge was adhered to plastic packaging container. Plastic appeared bubbled/melted. Three additional packaging found in same manner. Ops manager contacted supply chain and completed defective product form. Stock was checked and no other packaging defects noted. FDA safety report ID # (B)(4).